Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was having difficulty inserting multiple usb cables into the usb port. The customer stated there was no visible damage to the usb port. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy.